Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and is unsure about the insulin pump. The customer's blood glucose was between 497mg/dl-499mg/dl. The customer treated with a bolus. The customer was unable to perform high pressure test, due to not having tubing clamps available.